Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (svc code 204) has been confirmed. Upon eval the electrode belt connector cable that runs from the monitor's electrode belt interface connector to the computer analog board was causing belt communication errors. The cause for the defective cable cannot be positively determined. No adverse event resulted from the defective connector cable. The pt was issued a replacement monitor.

Event description:
A territory mgr (tm) contacted zoll customer support while assisting an (B)(6) old male pt to report that the pt's monitor froze and is displaying an error message. The tm was unable to troubleshoot the problem. The pt was issued a replacement monitor.